Event description:
It was reported to boston scientific corporation that an advantage transvaginal sling system was used during a procedure on (B)(6) 2004. The procedure was completed with no patient complications. According to the complainant, post procedure, the patient presented with pain, chronic inflammation, persistent vaginal discharge and dyspareunia (exact nature and date of onset unknown). On (B)(6) 2007, the patient had a revisionary surgery (exact type unknown). After this surgery, the patient continued to experience vaginal discharge and dyspareunia, as well as recurring urinary incontinence, bleeding, and vaginal infections. All other information, including the patient's current condition, is unknown and reportedly unavailable.